Event description:
It was reported that the ilet sleep/wake button was unresponsive, and the screen would illuminate only when the device was placed on a charger; the user requested an additional charger and received troubleshooting that included confirming dry hands and cleaning the button. Symptoms included no adverse clinical effects. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included user-level troubleshooting and education. Investigation of this case revealed a nonresponsive mechanical control consistent with a potential user interface or hardware button issue, while charging functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to replicate a definitive hardware failure through basic troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.